Event description:
It was reported that during implant the helix of the lead would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was pulled/stretched/overstressed, and the lead was damaged at implant. The analyst noted that the lead was returned with the helix extended and stretched to 0.086 inches, likely due to attempted implant damage. The helix was retracted and the helix extension/retraction/length testing was performed. Likely due to the helix being stretched, it took 20 turns of the pin to extend the helix, and after helix was extended, the helix length again was 0.086 inches.(B)(4).